Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: lot number was not provided- DHR could not be reviewed. Stock product reviewed results: customer did not return the complaint part for investigation. Investigation methods/results: customer did not return the complaint part for investigation. Root cause: root cause for the complaint cannot be explicitly determined but probable cause may be incomplete seating caused by improper alignment of the titanium screw. Incomplete seating may lead to screw breakage.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The complete device information not provided.

Event description:
It was reported that the inclusive titanium screw fractured inside implant. The patient has a history of bruxism. The patient reports allergies to demerol, morphine, and rye. Has a history triple negative breast cancer (tnbc). With a surgical history of left lumpectomy, acid reflex, possible low blood pressure noted in medical history form. Current medications include: calcium, omega 3, vitamin d, and juice plus capsules. "Patient presented for routine delivery of #18 cement retained bruxzir implant crown. Removed previous restoration from patient's mouth which was used as a temporary. Tried in custom abutment and abutment screw, screwed until hand tight, x-ray taken to verify seating. The patient presented with issue on (B)(6) 2020. The provider also notes that the inclusive abutment screw fractured when torquing to 35ncm. During the procedure the provider was able to retrieve abutment and 75% of abutment screw, apical 25% fractured and stuck inside implant internal connection." The patient current status. No patient injury; however, if the patient's implant is rendered un-restorable because of the abutment screw that is stuck. The patient will undergo surgery to have the implant removed and replaced at future visits.